Manufacturer narrative:
Two opened trocars were received in a plastic bag, along with a tray containing other items, for the report of leaking. The returned samples were visually inspected and were found to be conforming. The samples were then functionally tested for leaking and were conforming. A review of the related device history records for the reported lot number indicates that the product was processed and released according to the products acceptance criteria. The returned sample was found to be conforming, therefore a leaking trocar as described in the complaint cannot be determined from this evaluation. A root cause cannot be determined for the complaint as described by the customer. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported leaky trocar valves during surgery. The product was replaced and the procedure was completed without harm to the patient. Additional information and product sample have been requested for evaluation.